Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of the inability to communicate with the device was confirmed in the laboratory and was due to a depleted battery. The battery voltage was depleted due to high current drain. Visual inspection revealed arcing on the hybrid substrate and x-ray inspection noted circuit damage. It is believed that the hybrid damage caused high current drain. The cause of the hybrid damage could not be determined.

Event description:
It was reported that a patient presented in clinic after receiving continuous vibratory notifications. After multiple attempts, the device could not be interrogated in clinic. The device was explanted. The patient was in good condition following the procedure.